Event description:
It was reported that during a urinary organ procedure, clip malformed. Clip did not close completely. Another device was used to complete the case. There were no adverse consequences to the patient.